Manufacturer narrative:
Date received by manufacturer: 11oct2019. Date of report: 14oct2019. Despite repeated attempts, the customer could not be reached to discuss the state of this event. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported broken tank straps. It is unknown if the device was in use. No patient harm was reported.